Event description:
The customer reported via phone call that they had a battery out limit alarm that they were unable to clear. Customer stated the keypad appeared to be locked when attempting to clear the alarm. The customer stated the alarm occurred during normal insulin pump use. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. The insulin pump was unable to verify alarms due to no act button response. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.